Event description:
During allograft processing of recovered skin an incomplete mesh was produced and gears were worn. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
No additional information available.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the pre-test could not be performed due to a damaged gear. The gear, pin, hinge shoulder bolt and cap nut were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.